Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter was found inside the tube. Blood is getting into the complaint tube."

Manufacturer narrative:
H6: investigation summary bd japan received one actual samples and 7 photos were returned for investigation. The photos and sample were reviewed and the indicated failure mode for damage to inside of tube was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damage tube however, this defect is not caused by any process during the manufacturing of this product.. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter was found inside the tube. Blood is getting into the complaint tube."